Event description:
Information was received indicating that the cuff of a smiths medical portex® blue line ultra® tracheostomy tube was found to be leaking while in use with the patient. There were no reported adverse effects.